Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support provided the customer with the correct caster part number to order. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It si unk if the facility performs preventative maintenance on their beds. Hill-rom technical support has made three attempts regarding a resolution to this contact line, with no response to resolve the issue. Based on this information, no further action is required.